Manufacturer narrative:
H.6. Investigation: a complaint of tubing leaking due to holes was received from the customer. Samples were returned to aid in the investigation of this defect. Through visual inspection, the cuts in the tubing were observed. The customer complaint was verified. Two used samples were returned for investigation. Cuts seen on both sets one above pumping segment one below pumping segment. One sample has a deep cut the other has a knick where the tubing is not fully cut through. A device history record review for model 2420-0500 lot number 21023021 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. An investigation was held at the plant. The root causes for the these defects was a bad alignment and edge in tables as well as bad handling of the material. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of component damage - leak with lot #21023021 regarding item 2420-0500.

Event description:
It was reported that 2 as lvp 20d dehp 2ss cv tubing sets had holes and leaked during use. The following information was provided by the initial reporter: "we had 2 sets of bd tubing which had holes and leaked."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 as lvp 20d dehp 2ss cv tubing sets had holes and leaked during use. The following information was provided by the initial reporter: "we had 2 sets of bd tubing which had holes and leaked."